Event description:
At the end of a pediatric hernia repair, the staff identified a forceps instrument had a broken tip. The surgeon was questioned and they were certain that they didn¿t use this specific forceps for the procedure and that it must have been that way before they started. To be safe, leadership asked the team to do an x-ray in which it came back with nothing left behind.